Event description:
It was reported that during an open low anterior resection, the closing lever did not return to the original position after the device was fired on the rectum at the 1st firing. A blue cartridge was used at the 1st firing and the device was fired as intended. The fired tissue slipped down from the jaws without opening. Staples of the 1st firing were formed properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/27/2012. Cartridge pan dislodged. Additional information was requested and the following was obtained: was the closing trigger eventually opened? No. The target tissue slipped down before opening the jaws. What other color cartridges were used before and after this event? No information. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No information. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that one device was returned with no visual non-conformances and with a reload pan found lodge inside the channel preventing additional cartridge reloading. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The pan was removed from the channel and the device was tested for functionality in the articulated position with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without any difficulties. While no conclusion could be reached as to how the pan became dislodge from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.